Event description:
The medical center had an impella 5.5 support ongoing for a patient with cardiomyopathy. The support ended on day 16 when they had observed the bilateral lower limbs to be clotted. The team was unsure as to why the patient was hypercoagulable but both ECMO and 5.5 were explanted. After the explant a stroke was diagnosed. There was additional neurological surgery to intervene and then the vad was placed.

Manufacturer narrative:
The medical center discarded the impella pump product at explant. Requests for additional information and imaging have not been fulfilled. A root cause has not been determined. Should more be shared, and a definitive root cause be determined, a final report will be filed.

Manufacturer narrative:
The medical center did not return the impella pump, however the team did return console logs. The team did relay more clinical information. Due to the bilateral limb thrombosis, it was determined the ischemic stroke was most likely due to native patient condition. The failure mode will be monitored and trended.